Event description:
The customer received questionable ion selective electrode (ise) sodium and ise chloride results on their modular analytics core analyzer. The customer provided data for nine patients, of which eight had discrepant results reported outside the laboratory. The customer discovered the discrepancies when she went to verify a result and it did not match the patient's previous test result. All repeat testing was performed on the original analyzer. The first patient's initial sodium result was 133 mmol/l accompanied by a data flag. The repeat result was 149 mmol/l accompanied by a data flag. The first patient's initial chloride result was 96 mmol/l accompanied by a data flag. The repeat result was 110 mmol/l. The second patient's initial sodium result was 132 mmol/l accompanied by a data flag. The repeat result was 138 mmol/l. The third patient's initial sodium result was 130 mmol/l accompanied by a data flag. The repeat result was 141 mmol/l. The third patient's initial chloride result was 96 mmol/l accompanied by a data flag. The repeat result was 106 mmol/l. The fourth patient's initial sodium result was 134 mmol/l accompanied by a data flag. The repeat result was 142 mmol/l accompanied by a data flag. The fifth patient's initial sodium result was 131 mmol/l accompanied by a data flag. The repeat result was 141 mmol/l. The sixth patient's initial sodium result was 142 mmol/l accompanied by a data flag. The repeat result was 148 mmol/l accompanied by a data flag. The seventh patient's initial sodium result was 115 mmol/l accompanied by a data flag. The repeat result was 138 mmol/l. The seventh patient's initial chloride result was 82 mmol/l accompanied by a data flag. The repeat result was 98 mmol/l accompanied by a data flag. The eighth patient's initial sodium result was 129 mmol/l accompanied by a data flag. The repeat result was 140 mmol/l. The customer considered the repeat results to be correct and they were issued as a corrected report. All the patients were outpatients, so they doctors would not get the discrepant results until the next day. No patients were affected. The sodium and chloride electrode lot numbers and expiration dates were not provided. The field service representative found that the dilution vessel was damaged. He replaced the dilution vessel and cleaned the flow path. An ise performance test was done with no errors. The customer performed calibration, quality control, and a precision test with all results within specifications.

Manufacturer narrative:
Results: the damaged part was a dilution vessel.